Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), high thresholds were noted during positioning. The device was then unable to bend and the curvature was no longer normal. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.